Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, the device was found to have entered backup vvi (bvvi) mode. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Field complaint of bvvi was confirmed. Device image indicated that device was at backup operation due to low battery voltage. Analysis performed after installing new battery did not find any anomaly, the original was depleted to eol level. Back up was due to low battery voltage caused by normal battery depletion. The implant duration was 10.12 years, which exceeded the device¿s 9.12 year projected longevity based on nominal settings and is considered normal battery depletion.